Event description:
It has been reported to philip that the allura system was no booting up. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned coronary procedure and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was not starting. In addition, the fse identified two fuses which were blown in the main interface unit (miu) and an earthing which was dead. The fse replaced the system interface board (sib), installed the board software, replaced the fuses of the generator miu, and prepared the new earthing. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.